Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found lead insulation degradation at 12.4cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.